Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Troubleshooting: 400 volts into j1 at the isolated stand alone board. Twenty four (24) volts perm present at j3. No 110vac out present at j2. Changed isolated stand alone board. Generator is still not booting. After troubleshooting with the manufacturer it became clear that the voltage at j2 connector is fluctuating due to a bad connection inside the connector itself. Next to that the ps1 low voltage power supply is getting the correct input voltages but not providing the correct output voltages. This together with the intermittent connector connection the sedecal generator is not booting. This is causing error 33 to appear at the sedecal technical service console. Ps1 low voltage power supply to be replaced and j2 connector of the isolated stand alone board. In continuation, the ps1 low voltage power supply was replaced. After replacing the ps1 low voltage power supply, the voltage was measured on j3 connector on pins j3-1(+) & j3-7(-) on the generator control board and found to be 4.934vdc. As the voltage was out of the acceptable range (between 5.05 vdc and 5.15 vdc), a small precision screw driver was used to adjust the potentiometer to get the voltage as close to 5.15 vdc. Ps1 low voltage power supply replaced. Voltage was adjusted to 5.106vdc. System functions checked. Backup performed. An electrical failure mode was confirmed, with low voltage power supply being found to be the root cause. The replaced parts have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system x-ray source would not activate when the system was booted up. Images could not be taken. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: original aware date was (B)(6) 2016. Additional information: the pcba generator has been received by the manufacturer for further analysis. During part analysis there was no failure found with the part and it functioned within specifications.

Manufacturer narrative:
The logs for this date were examined to investigate the incident. The exact time of the incident was not given. At 8:43:23, the o-arm was powered on. At 8:43:32, the logs showed the following error: ¿generator interface status event: generator interface error. Tube arc occurred (errornumber=512),power on request fail (errornumber=1024),+15 vdc out of spec (errornumber=4096),-15 vdc out of spec (errornumber=8192),+5 vdc out of spec (errornumber=16384).¿ then at 8:44:17, the logs showed the following message: ¿x-rays prohibited due to error condition.¿ when the o-arm powered on, the o-arm tried to initiate its subsystems. The x-ray generator failed to initialize properly. As a result, the x-ray subsystem was disabled. The o-arm alerted the user to the situation by marking the x-ray source with a red cross on the pendant. The user powered down the o-arm and tried to power the system back on at 13:23:54. However, the same error and same sequence of events happened. The generator powered on in an error state. Thus, a simple reboot did not resolve the issue. A technician diagnosed the issue by commenting: ¿probable cause: ps1 low voltage power supply - after replacing the ps1low voltage power supply the voltage was measured on j3 connector on pins j3-1(+) & j3-7(-) on the generator control board and found to be 4.934vdc as the voltage was out of the acceptable range (between 5.05 vdc and 5.15 vdc) a small precision screw driver was used to adjust the potentiometer to get the voltage as close to 5.15 vdc system brought up: 2016-06-29 06:03:00¿ this conclusion is supported by the error log message which stated the following: ¿+5 vdc out of spec (errornumber=16384).¿ the issue was caused the ps1 low voltage power supply being outside of the acceptable range. The software noticed an issue with the hardware and disabled the x-ray functionality. Furthermore, the software alerted the user to the situation. The software investigation found that the reported event was related to a hardware electrical issue. The software functioned as designed.

Manufacturer narrative:
The power supply for the imaging system was received by the manufacturer for evaluation. Testing found that the supply output was absent.